Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 1b endoleak due to cephalic left limb stent migration into the sac. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported being stable post the re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. E1: customer contact has been updated. G1/g2: contact office - name has been updated. G4: date of received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an ovation ix stent graft system and an additional limb extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure during a routine follow up, a computerized tomography (CT) image revealed a type a type 1b endoleak on the left common iliac artery. The patient is reportedly doing fine and awaiting re-intervention. Additional information: the physician elected to implant two (2) iliac limbs to resolve the type 1b endoleak. The patient was reported as doing well post secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an ovation ix stent graft system and an additional limb extension to treat an abdominal aortic aneurysm (aaa). Approximately three (3) years post initial procedure during a routine follow up, a computerized tomography (CT) image revealed a type a type 1b endoleak on the left common iliac artery. The patient is reportedly doing fine and awaiting re-intervention.